Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse morphine and bupivacaine.

Event description:
The pump was returned for disposal. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.